Event description:
It was reported that cartridge leaked insulin from cartridge pigtail during four separate uses that all occurred on same day after being filled off pump with approximately 280 to 300 units of insulin. There was no adverse impact to the customer's blood glucose level. Customer could not return cartridge for evaluation, was out of supplies, and technical support arranged expedited shipment of replacement cartridges with two-day delivery approval.